Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, that the patient underwent revision of a variable angle (va) condylar plate, due to two (2) screws have backed out and the fracture may have become a nonunion or malunion as seen in the x-ray. Not all implanted devices were explanted. Broken fragment of a locking screw. It is possible that the lag screws remained. The procedure was completed successfully with no surgical delay. The patient status is good. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# 11). This is report 01 of 04 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The received x-ray was reviewed and the reported screw back out can be confirmed for two screws. Therefore is the complaint rated as confirmed regarding the back out. Product was not returned and no article- and lot number was provided, therefore no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event: revision surgery occurred (B)(6) 2020. One screw broke intraoperatively during the revision and created a fragment. The screws that backed out were removed. Pc-000636396 captures the screws that backed out postoperatively and pc-000653130 captures the locking screw that broke upon removal intraoperatively.